Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 15 march 2016. The fse replaced the test cup lane assembly and performed all alignments for assembly. The engineer ran sorter, seal breaker, and cup transfer tests. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the dispense lane

Event description:
On (B)(6) 2016 a customer reported 4093 and 3059 errors, disp lane mix home overrun & disp lane mixing failure with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting bhcg, e2 and lh ii patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.